Event description:
Customer stated that the product operated without activation during a procedure. A backup unit was used to complete the procedure. There was no medical intervention required. There was a 5 minutes delay in the procedure.

Manufacturer narrative:
The drill attachment was returned to the MFR and the complaint was confirmed. Internal components were evaluated, which revealed that the collet is fractured. The fractured collet will prevent actuation of the device from the run to the load position. The device was repaired and returned to the MFR.